Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. The sensor was inserted at the abdomen on (B)(6) 2017. Patient's wife called patient at approximately 10:45 pm and determined that patient didn't sound right. Patient's son then visited the patient. Patient's finger stick (fs) blood glucose (bg) reading was 47mg/dl. Continuous glucose monitor (cgm) reading is unknown. Patient reported that he did not get any alerts from the cgm. Patient's son treated patient with orange juice. Approximately 20 minutes later, patient's fs value was 87 mg/dl and the cgm reading was 175 mg/dl. At the time of contact, patient is fine. No additional event or patient information was provided. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined. The receiver was improperly calibrated. Labeling indicates: calibrate at least once every 12 hours. Calibrating less often than every 12 hours might cause sensor glucose readings to be inaccurate, and you might miss a low or high blood glucose value. It was reported that the transmitter was not snapped in fully. Labeling indicates: make sure you hear 2 clicks when you snap the transmitter in place. If it is not fully snapped in, this may lead to a poor connection and let fluids to get under the transmitter. This can lead to inaccurate sensor glucose readings.